Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) states a complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases a black compaction marker will be revealed. Once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/ or collagen tearing.

Event description:
A 6f angio-seal vip was selected for use following an intervention in the lad and a pre-deployment angiogram indicating the puncture was above the bifurcation. Upon deployment of the angio-seal, resistance was encountered during tamping. The black compaction marker was not seen and the collagen could not be completely tamped. Hemostasis was achieved even though the compaction marker was not observed. The patient returned two days later with sudden onset of pain and a large hematoma. A pseudoaneurysm was revealed and the patient underwent vascular surgery. The artery was repaired; the anchor and suture were found in the subcutaneous tissue. The patient was stable following surgery.